Event description:
It was reported that 4 bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation of the sample. The following information was provided by the initial reporter: gel not migrating between red cells and serum during centrifugation.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/25/2021. H.6. Investigation: bd received 10 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation of the sample. The following information was provided by the initial reporter: gel not migrating between red cells and serum during centrifugation.